Event description:
A reactive advia centaur hav igm result and a non-reactive hav total result were obtained for a patient sample. The hav igm result was not reported to the physician. The hav total test was repeated on a second system and the result was non-reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hav igm results.

Manufacturer narrative:
No further evaluation of the device is required. Initially it appeared to be the reagent causing the problem with the analyzer. Additional investigation revealed a maintenance issue. Analysis of the instrument and instrument data indicate that the cause for the discrepant hav igm result was due to contamination of the water supply to the instrument. The fse performed a complete decontamination protocol and calibrated the instrument. The instrument is performing within specifications.